Event description:
It was reported that while the primary tubing set was being primed for patient use it separated at the y-site between the slide clamp and the roller clamp. This happened twice on the same day with two different tubing sets from the same lot. One tubing set was saved. Since the event happened prior to use on a patient there was no patient involvement.

Manufacturer narrative:
The customer's report of a tubing separation was confirmed based on visual inspection of the as-received set sample. The separation was at the engagement of the second smartsite port's outlet and tubing components. Further inspection of the separated tubing end identified the issue to be due to insufficient solvent being applied at the tubing engagement. Dimensional measurement confirmed the tubing to be within specification. The device history record for set model 2426-0500 lot 20023207 shows that the sample was manufactured on 17feb2020 for (B)(4) units. There were no quality notifications issued during the production build of this component. The root cause of the separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that while the primary tubing set was being primed for patient use it separated at the y-site between the slide clamp and the roller clamp. This happened twice on the same day with two different tubing sets from the same lot. One tubing set was saved. Since the event happened prior to use on a patient there was no patient involvement.